Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading even though caller followed the prompts and waited to remove used cartridge. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and no additional information was received regarding the cartridge lot or any further issues.